Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp in connection with this event. It was confirmed by the customer that this event was due to a user error and there was no issue with the iabp unit. No repair was performed and the iabp has been returned to service. (B)(6).

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) never worked and generated an autofill failure and a "function unavailable" message when intra-aortic balloon (iab) fill button was selected. The helium tanks were confirmed to be open and the safety disk was tight. There was no patient involvement and no adverse event was reported.